Event description:
Customer did back to back blood glucose testing on the same device within one minute of each other and got a blood glucose result of 437mg/dl at 4:53pm, 337mg/dl at 4:54pm, 185mg/dl at 4:55pm, and 191mg/dl at 4:56pm. Customer ran level 2 controls prior to reporting and results were within range. Customer did not take action/inactions based on meter's readings except to retest. Customer states he did not take any treatments based on meter results. A request was made for return of suspect device, and a replacement product was sent.